Event description:
Customer reported a past low blood glucose event with the lowest level at 51 mg/dl. Low bg cause was unknown. Customer consumed carbohydrates to address the low blood glucose and was advised by technical support to consult a healthcare professional to discuss factors affecting blood glucose levels.